Event description:
Patient had obtained a reading of 200mg/dl, 114mg/dl, 78mg/dl and 108mg/dl all done within 10 minutes from one another. They ate food and/or drank a beverage after attempting to use the meter. They contacted a medical professional for phone advice. The test strips were in good condition and not expired.